Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of 5fu. After an unspecified length of time in use, a leak of solution was noted from the filter. The volume of solution that spilled was estimated to be "less then a tablespoon" and was cleaned up according to the user facility's protocol. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.